Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that some pendant buttons intermittently not functioning as intended. Primarily, system not transitioning into 3d mode with pendant button press, requiring use of mvs keyboard to enter 3d mode. Pendant replacement performed in accordance with instruction in o2 asm. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(4). S/n (B)(4). Analysis found on pendant: analysis determined the worn out pendant buttons." Install pendant into test system c1396. System and pendant boot as expected. Multiple keys are worn , intermittent and need excessive pressure to be applied to function. Visual inspection shows markings and some delamination on the face of the pendant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The 3d button on the top of the system pendant was worn out. The 3d button had to be pressed very hard or the mobile viewing stations (mvs) keyboard needed to be used to swap imaging modes. There was no patient involvement.